Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) stating the cause of low impedances was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) it was reported that low impedance (37ohms) was measured between contacts 1& 2 on the left lead at 3.0v. No patient symptoms were reported. The issue was not resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.